Event description:
Customer alleged that the spring clip fell off of one of the foot plates. Warranty order (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model t93he, serial number/date code and age of component are unknown. This component is the front riggings for a trex manual wheelchair. The owner's manual part number 1110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleged that the spring clip fell off one of the foot plates. The chair was being delivered to the customer when the clip fell out so no one was using the chair at the time. The clip was replaced before delivery.